Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulties, a catheter shaft break, and surgery occurred. The lesion was located in the very tortuous external iliac vein. An xxl 18x4mm balloon catheter was used to postdilate a 20mm wallstent. Following post dilation, the xxl catheter stuck on the distal end of the wallstent during removal. During manipulation to remove the catheter, the shaft broke. A portion of the shaft embolized to the heart. The physician was able to snare it and pull it back down to the external iliac vein. The physician performed a surgical cut down, and the piece was removed successfully. The patient status is reported as "fine".

Manufacturer narrative:
It is indicated that the device was disposed, and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filled.